Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, the clip could not be loaded into an applier properly. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: package lot number of the clips? Unk. - please provide the applier product code and lot number? Unk. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Please explain how the clips were loading into the applier? The clip could not be loaded into an applier properly. Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading was the applier checked for damaged (jaws straight and aligned)? Unk. Device return/follow up: could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). Please provide the source or name of person providing answers to follow-up questions:(B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was received with one empty cartridge and along with two loose clips. However, one of the loose was received broken due to degradation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to sample condition. In addition, the loose clip in good condition, was tested for functionality in a test device and upon functional testing of the clip, the instrument loaded, retained, and deployed the clip as intended over the suture. The clip was fully functional and conforming. The event report was confirmed due to the condition of the broken clip. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.